Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (sn (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cells which was likely caused by user mishandling. Unrelated to the reported complaint, cracked top cover, was observed during visual inspection. This type of physical damage can attributed to user mishandling. The top cover was replaced. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance,unrelated to the reported complaint. The faulty encoder drive shaft was deburred to remedy the issue. During archive data review, multiple ua07 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cells identified during service evaluation were replaced. The ap platform was re-tested and passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
During routine check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon power up. User was unable to clear the ua 7 error message. No patient involvement.